Event description:
During the cleaning process of the glidescope gvl 4 video laryngoscope, the customer found that the device tip was separating. On return to verathon, the leading end of the glidescope gvl 4 video laryngoscope was found to have broken off at the camera juncture. The malfunction was identified during the cleaning process, thus no patient involvement was reported.

Manufacturer narrative:
An inspection showed that the glidescope was broken off at the leading end, where the blade meets the camera. The glidescope showed excessive damage and wear and tear. The device was approximately 6 years old at the time of the event. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 5/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On (B)(4) 2013, the customer returned the signed safety alert acknowledgement form.